Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system failure. Upon functional testing, fse found that the host pc was not starting due to the disk boot drive lost. Fse reconnected the cables of hard disk. After reconnecting the cables, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported. A philips engineer visited site and reconnected the connectors for the hard disk. The device was returned to expected functionality.